Event description:
Reposal instrument: surgeon doing a da vinci procedure. While using the fenestrated bipolar xi, initially it was fine but during the middle of the procedure, we saw that the wire that supports the motion of the instrument had broken off. We did not see exactly how it snapped but when we saw it, we pulled it off right away and replaced it. I checked how many lives left; were still 5. To team leader for reporting and return to intuitive surgical. No mention of event in procedural notes. No patient harm.